Manufacturer narrative:
Cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection. All buttons function properly. No ramping numbers noted on the display. However moisture damage was noted on keypad traces. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
Information received by medtronic indicates that the customer had complications with the numbers on the insulin pump ramping up. It was unknown what may have caused the keypad anomaly. The customer will send the insulin pump back for analysis.